Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain and abdominal pain. The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with vancomycin and amikacin (doses, routes, frequencies and durations were not reported) for the event. On an unreported date, amikacin treatment was discontinued and vancomycin treatment was ongoing. At the time of this report, the patient outcome was not reported and pd therapy was ongoing. No additional information is available.